Manufacturer narrative:
The device was not returned and evaluation. The reported problem was confirmed. Fluid ingress was found with damage to key electrical components. The components that were replaced due to ingress were power supply, centrifuge, controller board, driver board and distribution board. The device was repaired and upgraded to the current fluid ingress remediation. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2013 to report an orthopat device with the description of "blood spill post-op. Header arm not locked correctly." No patient/operator injury reported.